Manufacturer narrative:
A philips remote service engineer (rse) spoke with the biomedical engineer, and checks of the apc's indicates by then everything was back online. The biomedical engineer confirmed that the system was real-time waveform streaming and alarming as designed. The rse sent the apc install guide at case level. The biomedical engineer requested led interpretation. The rse referenced pages in the email. The biomedical engineer requested the case could be closed. A good faith effort (gfe) was made to obtain additional information on the reported issue., no further response was received. The biomedical engineer did not provide root cause. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device due to insufficient information because the customer did not provide the root cause for the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a "telemetry was not communicating because of access point system". The device was in clinical use at the time of the event. No adverse event or patient harm was reported.